Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: during a hysteroscopic procedure for vaginal septum resection, the insulation sheath of the fine-tip electrode (ref. 26159be) melted onto the optic telescope (ref. 26008bac) during use, and the fine tip broke off inside the uterine cavity. Use of the device was immediately discontinued, and the damaged equipment was isolated and identified. An active search was undertaken for the broken tip fragment, which was initially visualized within the uterine cavity mucosa using a 26 ch hystero-resectoscope. Attempts to retrieve the fragment with a hysteroscope and curette were unsuccessful. At the surgeon's request, a bettocchi hysteroscope with a small curette and grasping forceps was then used; however, the fragment could no longer be visualized. An extensive search was conducted both within the uterine cavity and throughout the operating environment, including examination of the resectoscope working channels, suction tubing, neptune suction filter, operating room floor, surgical drapes, blood clots, and recovered tissue specimens. A plain abdominal x-ray (kub/asp) was performed, with no abnormal findings. The broken tip fragment could not be located or recovered.